Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -11.0 diopter was implanted into the patients left eye (os) on (B)(6) 2022. After implantation the doctor realized the lens was broken. On the same day and same surgery the lens was removed and replaced for a shorter length lens and repositioned. This resolved the problem. Cause reported as device.

Manufacturer narrative:
No similar complaint event(s) within associated lots were found. Claim# (B)(4).